Manufacturer narrative:
G4: 27jul2020. B4: 28jul2020. A philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty front bezel. The fse replaced the front bezel which included the navigation ring to resolve the reported issue. The device passed performance assurance testing and was placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17jul2020.

Event description:
It was reported to philips by the customer (biomed) that the navigation ring was not moving. The device was not being used on a patient at the time of the event. The biomed stated the issue was discovered during set up, and there was no adverse event related to therapy or to the patient as a result of this event. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer requested part identification information for the bezel and touchscreen.